Event description:
Nurse was checking central line infusion at start of shift and noted that the tpn filter was leaking. Sterile change of filters done and fluid restarted.======================manufacturer response for tpn filter, smartsite extension set 0.2 micron low protein binding filter (per site reporter).======================this is an ongoing issue; hospital management is talking with manufacturer.